Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
While the surgeon was attempting to close the surgical wound the stapler jammed and no staples came out.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73h1600098 was manufactured on 08/08/2016 a total of (B)(4) pieces. Lot was released on 08/11/2016. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
While the surgeon was attempting to close the surgical wound the stapler jammed and no staples came out.